Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the cause of the reported difficult to open or close (gripper actuation - single) associated with the gripper that would not raise or lower could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single gripper actuation issue. It was reported that during preparation of a mitraclip xtw, one of the grippers was not lowering or raising when testing the grippers. Troubleshooting was performed but was not successful. Therefore, the mitraclip xtw was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.